Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that her insulin pump alarms with a watchdog set test failure whenever she executes a rewind and set change. The customer stated that the insulin pump was without a battery for a while and when she put a new battery in the insulin pump will not clear the rewind process. The patient's blood glucose at the time of incident was 108 mg/dl. Troubleshooting was initiated; the customer attempted to rewind and prime but was unable to rewind. The watchdog set test failure alarm recurred. The insulin pump will be returned for analysis and a replacement device was shipped to the customer.

Manufacturer narrative:
The insulin pump was received with pump error a45 due to poor solder joint on mother board. We were unable to perform displacement, rewind, seating and basic occlusion due to constant alarm. The insulin pump was received with cracked reservoir tube lip, cracked battery tube threads and scratched reservoir tube window.